Event description:
The system barcode reader on the advia centaur xp read the patient sample ID correctly when the sample was first run through the system. When the sample was put on the system for a rerun by the operator , the sample identification (sid) was read incorrectly , as (B)(4) instead of the correct sid (B)(4). Since the sid read by the system did not match the lis, no patient results were reported, as no tests were ordered on the alternate patient sid. There are no known reports of adverse health consequences due to the system barcode reader having misread the sample barcodes.

Manufacturer narrative:
The siemens field service engineer (fse) was dispatched to the customer site. The fse determined that the cause of the incorrect sid was due to the malfunction of the barcode reader which was replaced. The instrument is performing within specifications. No further evaluation of the device is required.